Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to an inseparable magnet. A field service engineer replaced the latch's inseparable magnet and reassembled the drawer to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a pyxis medstation es system had a drawer failure. The customer reported that the drawer was not closing, causing a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.